Event description:
It was reported that the customer was experiencing battery and power issues on the insulin pump. Customer's blood glucose was 58 mg/dl. Troubleshooting was done. Customer reported that there was liquid in the battery compartment and possibly battery acid. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer declined to do troubleshooting for weak battery, bad battery and battery out limit alarms. No further information provided.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube. No battery alarms could be verified and no functional tests could be performed due to the blank display. The insulin pump also had moisture damage to the electronics, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.